Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a lap chole procedure on (B)(6) 2024 when it was reported, ¿the bags have been splitting at the pouch seam.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found that the procedure was completed with only slight extension of anesthesia needed to retrieve the specimen from the abdomen as the specimen had fallen into patient. The surgical site was inspected visually, and no fragmentation was found. The patient was discharged home with no extension of hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one bag from a trs100sb2 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the bag is torn at the seam. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be excessive force when there was resistance. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a lap chole procedure on (B)(6) 2024 when it was reported, ¿the bags have been splitting at the pouch seam.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found that the procedure was completed with only slight extension of anesthesia needed to retrieve the specimen from the abdomen as the specimen had fallen into patient. The surgical site was inspected visually, and no fragmentation was found. The patient was discharged home with no extension of hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.